Event description:
It was reported that a pt with esophagus carcinoma had a covered esophageal stent placed. After two weeks in the pt, it was discovered that the cover of the stent had migrated necessitating removal and replacement of the device. No product was returned for eval.